Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the pump was within normal temperature parameters. The pump was not charging at the time of the report. The customer's blood glucose was 83 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.